Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in radius side assessed as smooth opening. Additional observations: wear abrasion observed on the surface of the shell. Yellow particle observed inside device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Health care professional reported left side deflation. The device has been explanted and replaced.